Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a distal humerus fracture on the distal humerus with the product in question. During the surgery, the wire in question broke off. The surgery was completed successfully with a thirty (30) minute surgical delay. The surgeon commented that it broke likely due to the fact that the product was inserted into a thick cortical bone area with good bone quality, followed by restorative manipulation. The patient status is reported as stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h4, h6: sterile part 292.720s, lot l797250: release to warehouse date: february 22, 2018. Expiry date: february 01, 2028. Manufacturing site: werk selzach. Supplier: (B)(4). Non-sterile part 292.720, lot l744546: manufacturing site: werk balsthal. Release to warehouse date: february 13, 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.